Manufacturer narrative:
If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this implanted system was explanted due to infection. The system had been implanted for approximately (B)(6) and no explanted product is intended to returned. To date, no information communicated regarding future implants.